Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker and non boston scientific right ventricular (rv) lead presented to the emergency room with non-sustained ventricular tachycardia. Two signal artifact monitor episodes were observed which had resulted in the minute ventilation feature being disabled. There was rv noise and oversensing observed however, there was no pacing inhibition or asystole of greater than two seconds. The device remains in service. No adverse patient effects were reported.